Event description:
The dental implant fx4510swc was removed on (B)(6) 2020 due to loss of osseointegration 4 years and 4 months after implantation. The patient has history of tobacco use. The doctor noted local infection, bone resorption, and pain during explantation. The patient required bone augmentation for the operation. The patient has recovered without complications.